Event description:
Reported received from (B)(6), stating that the device required service due to unauthorized repair and that the identification was unreadable. It is known that the event did not occur during surgery; however, it is not known if there was any pt or user injury or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).